Event description:
It was reported that the 7900 system monitor cable was damaged and could not be connected. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cable connector was repaired during the service call.